Event description:
It was reported that the patient had a surgical procedure to remove and replace an artificial urinary sphincter (aus) device due to recurring incontinence. The patient reported that the aus has not kept him continent since the implant and had not activate the device due to some unrelated medical complications. The patient tries to activate the aus, but it did not work and wants to have it replaced. A patient outcome of fully recovered was reported.